Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-41986.

Event description:
The customer reported via telephone call that the up arrow button was not fully responsive and that there was a partial display on the insulin pump. The blood glucose reading was not known. He also reported receiving no delivery alarms when about one third of the insulin was remaining in the reservoir. The no delivery alarm had been resolved with a reservoir change. The reservoir was not returned for analysis.